Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an unknown issue with the pump which caused an elevated blood glucose (bg) level of 520 mg/dl to "high" on continuous glucose monitor. Customer administered a manual dose injection to address bg, then was taken to the emergency room where they were treated with a manual dose injection and intravenously with fluids of saline and insulin. Customer was released the same day with no permanent damage. The customer declined to provide additional information regarding the issue.